Manufacturer narrative:
Allegiance - mexicalli, mexico investigation: both of the yankauers were visually inspected for quality of workmanship, and were examined with polarized light to determine if there were any unusual stress concentrations. One of the yankauer tips had separated from the handle. The minimal, non circumferential bond line indicated too little solvent was used to bond this tip. The other yankauer tip was also separated from the handle. The tip was broken into three pieces. The two circumferential fractures occurred in the proximal section of the tip, within the bond area. Polarized light did not indicate any unusual stress concentrations. The broken tip was pieced together, and there was not evidence of any missing pieces as reported. This yankauer also exhibited a minimal, non circumferential bond line, indicating too little solvent was used to bond this tip. Mfg facility has been notified of these marginal bond areas, and has retrained their operators.

Event description:
Customer reports that the physician was suctioning the pt when one yankauer separated at the handle and a second yankauer broke into five pieces and only four were recovered.